Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that undersensing during atrial fibrillation (af) was noted on the right atrial (ra) lead. The lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that data diagnostics was not accurately recording atrial fibrillation (af) episodes. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.